Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 8 years post implantation due to femoral periprosthetic fracture. It was noted that the surgeon got into the hip joint where there was no purulence, but there was hematoma consistent with the fracture. The stem had subsided significant amounts and was loose. The liner, stem, and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with operative notes provided. Revision operative notes demonstrated that the patient underwent left hip revision surgery due to femur fracture. When they got into the joint, there was hematoma consistent with the fracture. The stem had clearly subsided significant amount and was obviously loose. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.